Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 275 mg/dl. The customer was treated high with bolus from the pump. The customer had not reported symptoms. Customer¿s high blood glucose level was 120 mg/dl at the time of the incident. Customer¿s blood glucose level was reported as 115 mg/dl and 275 mg/dl. The customer had additionally reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 275 mg/dl and the sensor glucose was 115/dl at the time of the incident. Sg and bg difference is not within acceptable range. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 70mg/dl and threshold/low suspend limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The product will not be returned for analysis.